Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed along the canister. There was no reported impact to the customer's blood glucose level. Reportedly, the customer replaced the cartridge to resolve the issue, and continued using the pump for insulin therapy.